Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.